Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that two days ago she was wearing the infusion set and it was itchy and sore. The site was infected. There was a tangerine size bump under where the site was. The customer's blood glucose level was 467 mg/dl as a result of the infection. The customer treated her blood glucose level with syringes. The device was not returned.